Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the caller did not report end of service code but stated they received a medical note indicating that the device was at "end of life". No patient symptoms reported. No further complications reported/anticipated.

Event description:
Additional information was received. The reason for call was caller reported their medtronic implant was replaced with a boston scientific device 4 or 5 years after being implanted; agent asked reason for premature replacement and caller stated they did not know. Caller was unsure regarding the details or replacement/revision; however, they believed the physician had left in the original leads stating the doctor "didn't want to go near the wires" because they "could tell it was odd." Caller reported they had spina bifida occulta referring to it as a "funny spine."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified the odd wires; patient has one impedance on one lead otherwise they are fine. The ins was explanted due to inadequate coverage despite many reprograming. No actins are being taken-impedance remains. Hcp stated that the patient is receiving great coverage. The ins is either discarded or unknown. Operative notes indicate the implantable neurostimulator (ins) was at the end of life. After the ins was replaced with a competitor device all impedance values were within normal range except for 1 of the top contacts. Efforts were made to reseat all connections; however the 1 contact remained out of range. No complications were reported with the surgery.